Event description:
The customer reported the ventilator ac power cord was physically damaged by the user when they were moving the bed while the ventilator was in use on a patient. Per the respiratory therapist (rt), when they moved the bed against the wall, they hit the ac power cord plug, causing a short inside the ac plug. When the rt went to remove the ac cord plug from the wall, the plug was reported to be hot to the touch. The customer reported there was no harm to the patient. The manufacturer's service technician confirmed the reported damage. The service technician replaced the power cord to address the finding. Performance verification testing was completed and passed to operating specifications. Factory analysis of the ac power cord revealed the physical damage caused bent posts in the plug, causing resistance internally resulting in intermittent sparking due to the damage. The findings of abuse may result in a loss of ac power to the ventilator during operation. If the ventilator shuts down, an audible power fail alarm will activate. This is being reported due to user error.